Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by giving pump reset information and helped the customer reset the pump, which prevented the recurrence of the malfunction code.